Event description:
Incident reported as: during one surgery, two bullets became detached and lodged in the vaginal mucosa. This is the report for first incident. Surgeon decided not to remove the bullet. No negative outcome to the pt reported.

Manufacturer narrative:
No additional information available at the time of this report. Sample requested, but has not been returned yet. Investigation ongoing and a follow up report will be sent as soon as, is available.